Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2011 to report that pt had experienced a hypoglycemic episode in the midst of the night, had become incoherent and was twitching with shivers. His bg/cgm was 44/60 mg/dl. Pt was given a soda and paramedics were called. Pt's wife measured his bg again at 33 mg/dl. By the time the paramedics arrived, pt was conscious. Paramedics gave pt a tube of frosting and instructed wife to give pt 2 glasses of juice. Paramedics did not have to treat and pt declined hospitalization but pt's wife drove pt to the emergency room for a check-up where his bg was measured at 230-250 mg/dl. Pt states that he may have taken a stronger insulin dose before going to sleep. Pt's wife reports that the low alert in cgm did vibrate at 60 mg/dl. Pt was fully recovered at the time of his wife's call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.